Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient hyperglycemia while on insulin pump therapy with blood glucose measuring 327 mg/dl with symptoms suggestive of hyperglycemia of nausea, drowsiness and polydipsia. The patient reportedly did not require any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting by animas customer support determined the patient's event was the result of a training/misuse issue; per the pump's prime history, the patient primed a 23-inch tubing with 5.5 units of insulin. This complaint is being reported because the patient experienced an adverse event while on insulin pump therapy as a result of a training/misuse issue.

Manufacturer narrative:
Problem description, submitted 09/02/2016 as follow-up #1: upon review of the complaint record, the alleged issue was deemed to be one of a prime issue, not other unusual as previously reported.